Event description:
A customer contacted (B)(4) regarding a therapy question, on the home choice (hc) unit. The problem was noted during use with the patient connected in dwell 2 of 13. The home patient (hp) stated while in fill 1 the heater bag disconnected from the heater line. The hp stated she reconnected the heater bag to the heater line and proceeded with therapy. The hp stated she is now in dwell 2 of 13 and is inquiring if she did the right thing by reconnecting the heater bag. The technical service representative (tsr) informed the hp that she should have not reconnected the heater bag. The tsr had the hp end therapy and start over with all new supplies. The tsr instructed the hp to inform their registered nurse of the event. There was patient involvement however there was no patient injury or medical intervention, associated with this event. During a follow-up with the hp, the hp confirmed that she remembered the event however she could not remember the reasons for the disconnection. She advised that the only thing she could think of was that she hadn't connected it properly. She also advised that she always checks her products over for damage, etc, as trained, before setting up her unit. She went to the clinic the next day and they gave her antibiotics as a precaution only. She has been fine and has continued on with her therapy.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.